Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised approximately two weeks post implantation due to disassociation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product/provided pictures identified no damage noticed to the threads. Scratches and dings are present on the face of the part. Device history record was reviewed and no discrepancies were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: on both images, there is glenosphere disassociation and resulting malalignment but no evidence of implant loosening. Bone quality is osteopenic on all images. There is malalignment on both exams secondary to glenosphere disassociation. No implant loosening, abnormal radiolucency, or other abnormality. There is glenosphere disassociation on both images, with very different position of the glenosphere on the 2 exams as noted. Polyethylene wear cannot be assessed on these images due to the disassociation. The root cause of the reported issue is attributed to use error, as the damaged baseplate was not replaced during the revision, leading to disassociation of the implants. Per instructions for use "biomet® comprehensive® reverse shoulder products" rev j: "inadequate preclosure cleaning (removal of surgical debris) can lead to excessive wear. " the reported event is not confirmed, as the provided follow up x-rays are not dated. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.